Manufacturer narrative:
Weight: 8.655 kgs. Ud: n/a as this product code is not exported to the us market implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clinical engineer. PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no breakage in the appearance. Physiological saline solution was flowed into the actual sample by gravity. No formation of blood clots was observed. The actual sample was filled with glutaraldehyde-containing saline solution and fixed, and then the housing and the filter was removed. Visual inspection of the oxygenation module found no formation of blood clots that could lead to increasing pressure. There was no abnormality in fiber winding condition. The oxygenation module was inspected visually while the fiber layer was removed gradually. There was no formation of blood clots that could lead to increasing pressure. There was no abnormality in fiber winding condition. The heat exchanger was separated from the outer cylinder and visually inspected with a magnifier. Formation of white clots was observed only on the basal surface. There were no white clots in other parts. No deformation or no other visible anomaly that could lead to clogging was observed in the heat exchanger. Electron microscopic inspection of the filter and the fiber found adhesion of blood cell components such as white blood cells and platelets. Pump records showed that after blood priming, the pressure drop increased as soon as circulation started, and in seventeen (17) minutes from when circulation started, pressure drop reached 223 mmhg at a flow rate of 1210 ml/min. After that, the pressure drop decreased gradually and remained around 100 mmhg, though the flow rate was not changed. Review of the manufacturing record and shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file found no other similar report with the involved product code/lot number. According to the investigation results, adhesion of white clots was observed on the filter, fiber, and heat exchanger of the actual sample. As for the cause of this event, it was considered possible that blood with activated aggregation capacity of white blood cells and platelets flowed into the oxygenator due to some factor, which resulted in a clogging in the oxygenator and a temporary increase in pressure drop. However, it was not possible to determine the factors that activated the aggregation capacity of white blood cells and platelets and the factors that caused a clogging from the condition of the actual sample. Relevant IFU reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. (Warnings)". "Adequate heparinization of the blood is required to prevent it from clotting in the system. (Warnings)". Terumo medical products (tmp) (importer) registration no: (B)(4) is submitting this report on behalf of ashitaka factory of (B)(4) corporation (manufacturer) registration no: (B)(4).

Event description:
The user facility reported that during extra corporeal circulation (ecc) with the fx05, the oxygenator pressure increased. The pressure difference reached around 220mmhg while flow rate was around 1.2l/min. Then the pressure lowered gradually to around 100mmhg. The device was used as is since it was not an event where the pressure kept increasing. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. The procedure was completed successfully. The patient was not harmed.